Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the device image. The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the hv output circuit was found to be damaged. The cause of the noise and damaged hv output circuit could not be determined.

Event description:
It was reported that the patient received inappropriate therapy due to lead noise. An alert was seen via egm noting damage to the hv circuitry. Both the device and lead were replaced. The patient was in good condition after the event.